Event description:
Customer reported a vehicular accident due to low blood glucose. The current blood glucose reading is 122 mg/dl. The paramedics were called to the scene of the accident. Fireman gave customer coke and cookies, food did not bring up the blood glucose. He was given a shot of sugar and water substance. Customer was not released from the scene of the accident until his blood glucose levels went up. Customer's blood glucose reading increased to 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.